Event description:
It was reported that the user experienced persistent hyperglycemia with glucose readings in the high 200s at night, stating the pump did not adjust basal delivery adequately and inquired about settings to increase nighttime basal rates. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with a recommendation to schedule training to review and adjust nighttime targets on the device. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that no device malfunction was confirmed and that user training on therapy settings would be pursued. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.